Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that daughter was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer's father reporting that patient was in hospital with ketones. Customer's father calling in to see about the pump replaced. Customer was advised that it need to troubleshoot in order to replace the pump. Customer's father stated that they will call back to troubleshoot.

Manufacturer narrative:
The 24 hour help line contacted the customer's father in attempt to gather additional information regarding the customer's hospitalization. The customer's father stated that the customer was using the insulin pump at the time of the hospitalization. The customer's blood glucose was over 500 mg/dl. No additional information was given.